Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument had a plastic part broken at the end of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information regarding the reported event. The initial reporter was unable to verify if any fragments fell inside the patient's body and if so, were the fragments retrieved. The patient has not experienced any complications or required a return to the hospital related to the retention of a foreign body. Additionally, the initial reporter indicated that there was no material missing or detached from the pcs instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.32" x 0.20" in size. The clevis did not show abrasions or scratches on the outer surface. The conductor cap, measuring 0.19" x 0.25" in size, was missing and not returned. Additionally, the conductor wire was dislodged and the grip cable was found to be derailed.